Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the avea std clio has detected that the internal battery fuse has burned. As of this time there is no information about patient involvement in this reported event.